Event description:
It was reported via repair work order that the red release lever at the head end cannot be locked anymore which could potentially cause the front end to drop. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.